Event description:
Event verbatim [preferred term] burned me/burnt my lower back [thermal burn] , burnt skin melt off [skin lesion] , burnt/scar on the lower back [scar] , did not check her skin under the product while wearing thermacare [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), on (B)(6) 2018 at 1 wrap to relieve low back pain while sitting for 8 hours/lower back pain. The patient medical history included low back pain, neck pain and stress. The patient concomitant medications included carisoprodol three times daily for muscle relaxer, hydrocodone three times daily for back & neck pain, ibuprofen as needed for inflammation, clonazepam three times daily for stress. The patient stated, earlier this year she called about the thermacare back wraps and they had burned her lower back on (B)(6) 2018 and she never hear anything back. She was not sure what caused it to burn her. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin condition. She purchased red box. There was no product remaining. She used thermacare 1 day in a row, for 8 hours per day. She previously used thermacare for years, and did not experienced the same problem during previous use. She had previously used other heat products for pain relief. She lay on her heating pad every night+no she did not bring her heating pad on vacation w/mo. She did not previously experienced a problem with one of these products. She attached the adhesive to: clothing: she was wearing a shirt, put on thermacare then a sweater. They were on an airplane from (state name). She was in the whole plan ride when she arrived in (state name) to her sons house, that is when she took it off and realized it burnt her on (B)(6) 2018. Her back was burnt skin melt off, she sent a picture of it last year when she returned the other package & the box. The problem lasted 5-7 days, left a burnt/scar on the lower back. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She had used this product for years. She put (B)(6) and bandage on it. She never went to health care professional for the burn. The action taken in response to the event for thermacare heatwrap was permanently discontinued on (B)(6) 2018. The event outcome was resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (17 jan 2019): new information received from a contactable consumer included: patient age, suspect product data (start date, stop date, action taken, dose, indication), medical history, concomitant medications, event start date and outcome, new events (burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare), treatment received and case upgraded to serious. Company clinical evaluation comment based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned me/burnt my lower back [thermal burn] , burnt skin melt off [skin lesion] , burnt/scar on the lower back [scar] , did not check her skin under the product while wearing thermacare [device use error]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 48-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), lot number: t48928, expiration date: jun2020; low on 05jan2018 at 1 wrap to relieve low back pain while sitting for 8 hours/lower back pain. The patient medical history included lowback pain, neck pain, inflammation and stress. The patient concomitant medications included carisoprodol three times daily for muscle relaxer, hydrocodone three times daily for back & neck pain, ibuprofen as needed for inflammation, clonazepam three times daily for stress. The patient stated, earlier this year she called about the thermacare back wraps and they had burned her lower back on (B)(6) 2018 and she never hear anything back. She was not sure what caused it to burn her. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin condition. She purchased red box. There was no product remaining. She used thermacare 1 day in a row, for 8 hours per day. She previously used thermacare for years, and did not experienced the same problem during previous use, no adverse effect. She had previously used other heat products for pain relief. She lay on her heating pad every night+no she did not bring her heating pad on vacation w/mo. She did not previously experienced a problem with one of these products. She attached the adhesive to: clothing: she was wearing a shirt, put on thermacare then a sweater. They were on an airplane from (state name). She was in the whole plan ride when she arrived in (state name) to her sons house, that is when she took it off and realized it burnt her on (B)(6) 2018, she was hurt by the product, it burned her. Her back was burnt skin melt off, she sent a picture of it last year when she returned the other package & the box. The problem lasted 5-7 days, left a burnt/scar on the lower back. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare on 05jan2018. She had used this product for years. She put neosporin and bandage on it. She never went to health care professional for the burn, and did not receive any medical attention. The action taken in response to the event for thermacare heatwrap was permanently discontinued on (B)(6) 2018. The outcome of "burned me/burnt my lower back" "burnt skin melt off" was resolved in (B)(6) 2018. The outcome of "scar on the lower back" was resolved on unknown date. The outcome of "did not check her skin under the product while wearing thermacare" was unknown. Product investigation summary results were as follows: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Process related: no; complaint confirmed: no. Sample status was not available. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. A corrective action procedure for individual cell temperature (individual cell temperature result below the lower specification limit of 35.8°c as stated in spec-28881) was completed for run day two per sop 54615 product quality control cap procedure, effective date: 14dec2015. The cap was completed for wraps with cold cells. Wrap samples were pulled from the same hour of production as the wraps with cold cells. The required resample wrap thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Follow-up (17jan2019): new information received from a contactable consumer included: patient age, suspect product data (start date, stop date, action taken, dose, indication), medical history, concomitant medications, event start date and outcome, new events (burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare), treatment received and case upgraded to serious. Follow-up (22feb2019): new information received from a contactable consumer included: did not receive medical attention, event detail "she was hurt by the product, it burned her". Follow-up (22feb2019): new information received from product quality complaints includes: suspect device data (lot number and expiration date added). Follow-up (12mar2019): new information received from the product quality complaint group includes product investigation summary results. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: "inflammation" was added as medical history, product note of thermacare added, device age and onset latency of "burned me/burnt my lower back" and "burnt skin melt off" added as 8 hours. Company clinical evaluation comment: based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. A corrective action procedure for individual cell temperature (individual cell temperature result below the lower specification limit of 35.8°c as stated in spec-28881) was completed for run day two per sop 54615 product quality control cap procedure, effective date: 14dec2015. The cap was completed for wraps with cold cells. Wrap samples were pulled from the same hour of production as the wraps with cold cells. The required resample wrap thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burned me/burnt my lower back [thermal burn] , burnt skin melt off [skin lesion] , burnt/scar on the lower back [scar] , did not check her skin under the product while wearing thermacare [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), on 05jan2018 at 1 wrap to relieve low back pain while sitting for 8 hours/lower back pain. The patient medical history included low back pain, neck pain and stress. The patient concomitant medications included carisoprodol three times daily for muscle relaxer, hydrocodone three times daily for back & neck pain, ibuprofen as needed for inflammation, clonazepam three times daily for stress. The patient stated, earlier this year she called about the thermacare back wraps and they had burned her lower back on 05jan2018 and she never hear anything back. She was not sure what caused it to burn her. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin condition. She purchased red box. There was no product remaining. She used thermacare 1 day in a row, for 8 hours per day. She previously used thermacare for years, and did not experienced the same problem during previous use. She had previously used other heat products for pain relief. She lay on her heating pad every night+no she did not bring her heating pad on vacation w/mo. She did not previously experienced a problem with one of these products. She attached the adhesive to: clothing: she was wearing a shirt, put on thermacare then a sweater. They were on an airplane from (state name). She was in the whole plan ride when she arrived in (state name) to her sons house, that is when she took it off and realized it burnt her on (B)(6) 2018, she was hurt by the product, it burned her. Her back was burnt skin melt off, she sent a picture of it last year when she returned the other package & the box. The problem lasted 5-7 days, left a burnt/scar on the lower back. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She had used this product for years. She put neosporin and bandage on it. She never went to health care professional for the burn, and did not receive any medical attention. The action taken in response to the event for thermacare heatwrap was permanently discontinued on 05jan2018. The event outcome was resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (17jan2019): new information received from a contactable consumer included: patient age, suspect product data (start date, stop date, action taken, dose, indication), medical history, concomitant medications, event start date and outcome, new events (burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare), treatment received and case upgraded to serious. Follow-up (22feb2019): new information received from a contactable consumer included: did not receive medical attention, event detail "she was hurt by the product, it burned her" follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned me/burnt my lower back [thermal burn] , burnt skin melt off [skin lesion] , burnt/scar on the lower back [scar] , did not check her skin under the product while wearing thermacare [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 49-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), lot number: t48928, expiration date: jun2020; low on (B)(6) 2018 at 1 wrap to relieve low back pain while sitting for 8 hours/lower back pain. The patient medical history included lower back pain, neck pain and stress. The patient concomitant medications included carisoprodol three times daily for muscle relaxer, hydrocodone three times daily for back & neck pain, ibuprofen as needed for inflammation, clonazepam three times daily for stress. The patient stated, earlier this year she called about the thermacare back wraps and they had burned her lower back on (B)(6) 2018 and she never heard anything back. She was not sure what caused it to burn her. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin condition. She purchased red box. There was no product remaining. She used thermacare 1 day in a row, for 8 hours per day. She previously used thermacare for years, and did not experienced the same problem during previous use. She had previously used other heat products for pain relief. She lay on her heating pad every night+no she did not bring her heating pad on vacation w/mo. She did not previously experienced a problem with one of these products. She attached the adhesive to: clothing: she was wearing a shirt, put on thermacare then a sweater. They were on an airplane from (state name). She was in the whole plan ride when she arrived in (state name) to her sons house, that is when she took it off and realized it burnt her on (B)(6) 2018, she was hurt by the product, it burned her. Her back was burnt skin melt off, she sent a picture of it last year when she returned the other package & the box. The problem lasted 5-7 days, left a burnt/scar on the lower back. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She had used this product for years. She put neosporin and bandage on it. She never went to health care professional for the burn, and did not receive any medical attention. The action taken in response to the event for thermacare heatwrap was permanently discontinued on (B)(6) 2018. The event outcome was resolved. Follow-up (17jan2019): new information received from a contactable consumer included: patient age, suspect product data (start date, stop date, action taken, dose, indication), medical history, concomitant medications, event start date and outcome, new events (burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare), treatment received and case upgraded to serious. Follow-up (22feb2019): new information received from a contactable consumer included: did not receive medical attention, event detail "she was hurt by the product, it burned her" follow-up attempts are completed. No further information is expected. Follow-up (22feb2019): new information received from product quality complaints includes: suspect device data (lot number and expiration date added). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned me/burnt my lower back [thermal burn] , burnt skin melt off [skin lesion] , burnt/scar on the lower back [scar] , did not check her skin under the product while wearing thermacare [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 48-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), lot number: t48928, expiration date: jun2020; low on 05jan2018 at 1 wrap to relieve low back pain while sitting for 8 hours/lower back pain. The patient medical history included lowback pain, neck pain and stress. The patient concomitant medications included carisoprodol three times daily for muscle relaxer, hydrocodone three times daily for back & neck pain, ibuprofen as needed for inflammation, clonazepam three times daily for stress. The patient stated, earlier this year she called about the thermacare back wraps and they had burned her lower back on 05jan2018 and she never hear anything back. She was not sure what caused it to burn her. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin condition. She purchased red box. There was no product remaining. She used thermacare 1 day in a row, for 8 hours per day. She previously used thermacare for years, and did not experienced the same problem during previous use. She had previously used other heat products for pain relief. She lay on her heating pad every night+no she did not bring her heating pad on vacation w/mo. She did not previously experienced a problem with one of these products. She attached the adhesive to: clothing: she was wearing a shirt, put on thermacare then a sweater. They were on an airplane from (state name). She was in the whole plan ride when she arrived in (state name) to her sons house, that is when she took it off and realized it burnt her on 05jan2018, she was hurt by the product, it burned her. Her back was burnt skin melt off, she sent a picture of it last year when she returned the other package & the box. The problem lasted 5-7 days, left a burnt/scar on the lower back. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She had used this product for years. She put neosporin and bandage on it. She never went to health care professional for the burn, and did not receive any medical attention. The action taken in response to the event for thermacare heatwrap was permanently discontinued on (B)(6) 2018. The event outcome was resolved. Product investigation summary results were as follows: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Process related: no; complaint confirmed: no. Sample status was not available. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. A corrective action procedure for individual cell temperature (individual cell temperature result below the lower specification limit of 35.8°c as stated in spec-28881) was completed for run day two per sop 54615 product quality control cap procedure, effective date: 14dec2015. The cap was completed for wraps with cold cells. Wrap samples were pulled from the same hour of production as the wraps with cold cells. The required resample wrap thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Follow-up (17jan2019): new information received from a contactable consumer included: patient age, suspect product data (start date, stop date, action taken, dose, indication), medical history, concomitant medications, event start date and outcome, new events (burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare), treatment received and case upgraded to serious. Follow-up (22feb2019): new information received from a contactable consumer included: did not receive medical attention, event detail "she was hurt by the product, it burned her" follow-up (22feb2019): new information received from product quality complaints includes: suspect device data (lot number and expiration date added). Follow-up (12mar2019): new information received from the product quality complaint group includes product investigation summary results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burnt skin melt off, burnt/scar on the lower back, did not check her skin under the product while wearing thermacare" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. A corrective action procedure for individual cell temperature (individual cell temperature result below the lower specification limit of 35.8°c as stated in spec-28881) was completed for run day two per sop 54615 product quality control cap procedure, effective date: 14dec2015. The cap was completed for wraps with cold cells. Wrap samples were pulled from the same hour of production as the wraps with cold cells. The required resample wrap thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.